Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet the seriousness criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a (B)(6)-year-old female patient. She was treated with one syringe of radiesse®, into the nasolabial folds, on (B)(6) 2020. The patient was previously treated with radiesse®. Concomitant medications were reported as none. In (B)(6) 2020, within one day after the treatment with radiesse®, the patient experienced a vascular occlusion. On (B)(6) 2020, she called and said that the area was hurting, not looking right, swollen and painful. On the same day, the patient came in to see the physician, who said that it was not that bad, and told her to do warm compress and gave her a dexamethasone injection. On (B)(6) 2020, the patient reported that the swelling went down and everything was okay. On (B)(6) 2020, 3 days after the radiesse® injection, when the patient woke up, she had blisters and swelling. The physician gave her a dose pack of medrol and pain killers. On (B)(6) 2020, the patient was still in pain and the physician wanted her to come in for another dexamethasone injection for swelling, but the patient declined. On (B)(6) 2020, she was still in pain. On (B)(6) 2020, the patient came in and got a rocephin injection and was prescribed keflex. As of (B)(6) 2020, the patient was fine. Due to the provided information the outcome of the event was considered as resolving.